Event description:
Pt presented with signs of ventricular lead failure. EKG rhythm strip showed intermittent capture, over sensing. Both atrial and ventricular leads were capped and replaced. Pulse generator was not replaced. Atrial lead was apparently fractured.